Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's act button was not responding properly. The customer also reported that he was unable to rewind the device at times. Blood glucose level at the time of the incident was 426 mg/dl, which the customer treated with a manual injection. The customer was unable to rewind during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.